Event description:
Reporter noted posterior capsule tore during irrigation/aspiration; anterior vitrectomy done and anterior chamber intra ocular lens implanted. Burr observed on posterior port of tip. Pt recovering well; vision acuity 20/50 one week post-op.